Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec via email: "vent started alarming showing high peak pressures fluctuating between 40-80. Suctioned and cough resident with no improvement. Could see very large chest expansion. Changed vent circuit out but it would not calibrate. Changed vent out and problem corrected with vent change out." There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. The patient survived the event, however, the patient is ventilator dependent and medical intervention was required in order to prevent permanent impairment/damage. (Section a4, weight, is actually 126.3 pounds but electronic submission form will not allow decimals. Noting here for accuracy.)

Manufacturer narrative:
Corrected information for supplemental medwatch report 002. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 stated: h6: the device was received by ventec for evaluation. On its exterior, ventec visually observed that the device had experienced a significant impact directly to its lcd touchscreen. As a result, the lcd touchscreen was cracked to the point where it had spider webbed out across the display. Ventec then opened the device in order to perform an internal inspection and observed an indent on its lcd cable. The indent on the lcd cable lined up with the physical damage observed on the lcd touchscreen. Ventec further observed that the internal flow transducer (ift) board assembly had separated from the ift body. Ventec determined that the physical impact to the lcd touchscreen pushed lcd cable against the ift, causing the separation between the ift board assembly and the body. This resulted in the ift not being able to read flow correctly which contributed to the reported pressure fluctuations and patient discomfort. The investigation determined that the root cause of the reported issue was user error due to physical damage. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 should have stated: h6: the device was received by ventec for evaluation. On its exterior, ventec visually observed that the device had experienced a significant impact directly to its lcd touchscreen. As a result, the lcd touchscreen was cracked to the point where it had spider webbed out across the display. Ventec then opened the device in order to perform an internal inspection and observed an indent on its lcd cable. The indent on the lcd cable lined up with the physical damage observed on the lcd touchscreen. Ventec further observed that the internal flow transducer (ift) board assembly had separated from the ift body. Ventec determined that the physical impact to the lcd touchscreen pushed lcd cable against the ift, causing the separation between the ift board assembly and the body. This resulted in the ift not being able to read flow correctly which contributed to the reported pressure fluctuations and patient discomfort. Ventec replaced the ift and lcd touchscreen assembly to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was user error due to physical damage.

Manufacturer narrative:
H6: the device was received by ventec for evaluation. On its exterior, ventec visually observed that the device had experienced a significant impact directly to its lcd touchscreen. As a result, the lcd touchscreen was cracked to the point where it had spider webbed out across the display. Ventec then opened the device in order to perform an internal inspection and observed an indent on its lcd cable. The indent on the lcd cable lined up with the physical damage observed on the lcd touchscreen. Ventec further observed that the internal flow transducer (ift) board assembly had separated from the ift body. Ventec determined that the physical impact to the lcd touchscreen pushed lcd cable against the ift, causing the separation between the ift board assembly and the body. This resulted in the ift not being able to read flow correctly which contributed to the reported pressure fluctuations and patient discomfort. The investigation determined that the root cause of the reported issue was user error due to physical damage.